Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The implant loss will be reported via asr. The clinician has put the driver back into circulation and does not know which one was involved. He has used all of his drivers since with no further issues.

Event description:
It was reported that an abutment driver was used to place a dental abutment. The driver required a significant pull force to disengage the driver from the abutment which resulted in the implant coming free with the abutment still locked in the driver. The session was not completed successfully and an additional surgery will be needed.